Event description:
Pt was discharged following a same day surgery with an laid (local anesthetic infusion device) pump. The ambu brand laid pump became disconnected just below the dial sometime overnight causing all the local anesthetic medication to leak out. The pt had to return to the hospital the next day to receive a new laid device. FDA safety report ID# (B)(4).